Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. Since neither the complaint sample nor x-rays, or reports and patient data were made available to us, we cannot give an estimate of exactly how the bush damage occurred. Probably a functional overload led to the socket damage. The final cause of the socket damage could not be determined. Ultimately, the final decision for an implant must be made by the surgeon based on his individual analysis and experience for each patient. The studies by e. Nieder [2] and e. Nieder [2], among others, provide assistance in this respect. Katzer [1] provide information. These studies are indicated both in the surgical technique and in the catalogue. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: breakage of the liner and torn out coupling pin.